Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates - correction to remove "(B)(6) 2016". Date received by manufacturer - correction to date in follow-up #: 001, date is 07/18/2016.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on (B)(6) 2016, on behalf of patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on (B)(6) 2016, on behalf of patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on (B)(6) 2016, on behalf of patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen.